Manufacturer narrative:
No device was returned for evaluation. The device history records have been reviewed and did not identify any anomalies or nonconformance. Surgical notes, dated (B)(6) 2008, stated that the tha was for degenerative joint disease. The tha was found to be stable with appropriate leg length and offset re-created. No complication noted. Surgical notes, dated (B)(6) 2008, stated that the tha had a head a liner swap with a irrigation and debridement for a left hip infection. Surgical notes, dated (B)(6) 2015, stated that the patient stood up and felt a pop and went to the ground and was not able to weight bear on the left hip. Radiographs confirmed that the stem had a fractured neck. The stem was well fixed and needed an extended trochanteric osteotomy. No further details could be found describing the devices in question. With the information provided, a definitive root cause for the kinectiv neck fracture cannot be determined.

Event description:
It is reported the patient's hip was revised due to a fractured kinectiv femoral neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.